Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing non-auditory sensations and sound quality issues with device use. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed slices at the fantail region, as well as, slices on the electrode region and broken wires. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed slices at the fantail region, as well as, slices on the electrode region and broken wires. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of overly loud sounds, non-auditory sensations, and intermittencies could not be verified during this analysis. The device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.